Manufacturer narrative:
Additional narrative:(B)(6). The reporter¿s name was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the mechanic seized, jammed and was moving heavy. It was further determined that the bearing, seal, and the drill chuck teeth were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the jacobs chuck device had an unspecified defect. During in-house engineering evaluation, it was observed that the mechanic seized, jammed and was moving heavy. It was further determined that the bearing, seal, and the drill chuck teeth were worn. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.